Manufacturer narrative:
The device was not returned to cardinal health for evaluation. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. It was reported that there were multiple sheath exchanges during the procedure, which may have contributed to the event. According to the product instructions for use, prolonged access site-related bleeding is a potential risk associated with vascular closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed following removal of the device. If hemostasis is not achieved, users are instructed to apply additional compression as necessary. Without the return of the device for analysis or a lot number to perform a lot history review, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. No corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that a patient developed a hematoma of less than 6 cm in size following deployment of a mynxgrip 6f/7f device. The device was being used for vascular closure following an interventional peripheral procedure in conjunction with a 6f sheath. Multiple stick attempts were not made to access the site and there was no posterior wall puncture noted; however, there were multiple sheath exchanges during the procedure. The hematoma developed while the patient was lying in bed in the recovery area. Manual compression was held for 30 minutes or less to resolve the hematoma. The patient was kept in the hospital overnight for observation due to the hematoma. The patient was noted to have recovered. Additional information was requested, but was unknown.